Event description:
Reporter alleged obtaining the results of 130 mg/dl, 140 mg/dl, 500 mg/dl, 300 mg/dl and 400 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he was able to self-treat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.